Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the tmjc device on the left was incorrectly placed and has now fractured the fossa component due to hanging anteriorly in an unsupported manner.

Manufacturer narrative:
Additional information: d3, h4, h6. The reported fractured fossa component was confirmed based on the scans provided. The patient, who had a left-side tmj replacement, was recently evaluated for a right-side implant when a CT scan revealed a fractured and improperly positioned fossa component on the left, likely due to anterior misplacement during the original surgery. Despite the hardware fracture and a loose screw, the surgeon does not intend to revise the left tmj device as the patient is currently asymptomatic. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.